Event description:
It was reported that several episodes of automatic mode switch (ams) were seen on a remote transmission. Further review of the episodes noted noise and atrial undersensing due to variable p-wave. Programming change was discussed.